Manufacturer narrative:
(B)(4). Method: the complaint icon CPAP was received at fph in (B)(4) for evaluation. The icon CPAP was inspected externally. Results: visual inspection revealed signs of external damage to the returned CPAP. The power cord was found to be damaged with bite-mark indentations. Fur was also observed to be trapped within the velcro strap of the power cord. The device's hour meter read 9,298 hours, indicating it had been used for approximately 3 years. A lot check revealed no other complaints of damaged power cords for lot number 111022. Conclusion: from the investigation conducted, the indentations and fur suggest that the power cord damage may have been caused by an animal. Based on the number of hours the device had been used before a complaint was noted, the damage most likely occurred when in use by the customer. During initial assembly of the icon CPAP, all power cords are visually inspected for damage. Once the assembly process is completed, all icon CPAP devices are visually inspected again before release for distribution. This suggests the damage occurred after it had been distributed. The icon CPAP is designed to the electrical safety standards ,(B)(4). The materials used in the thermoplastic components of the mains connector and the cases are flame retardant according to (B)(4). Our user instructions that accompany the icon state the following: only operate if the device, power cord and plug are dry and in good working order. Do not operate the device, water chamber or breathing tube if it is dropped, damaged or not working as intended.

Event description:
A healthcare facility reported via an fisher & paykel healthcare (fph) representative that an icon CPAP humidifier was not turning on. Upon receipt of the device for investigation at fph in (B)(4), the power cord of the complaint device was found to be damaged. No patient consequence was reported.